Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately calcified, moderately tortuous mid left circumflex coronary artery. Prior to the procedure, the patient presented with angina. During deployment of a 3.5 x 28 mm xience prime stent, the balloon of the stent did not open properly and was inflated to a high pressure which caused the stent to break into two pieces and a severe dissection which resulted in the patients immediate death. The stent was not attempted to be retrieved and remains in the anatomy. An autopsy was not performed. Per the physicians opinion, the xience prime stent caused or contributed to the patient death. No additional information was provided.

Manufacturer narrative:
(B)(4). Device return status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that a guide catheter dissection of the left main occured with the balloon dilatation catheter (bdc) withdrawal after inflation in the left anterior descending (lad). In this case, a series of procedural complications resulted in catheter separation contributed to this patient death. The reported patient effects of dissection and death are listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported inflation issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the xience prime stent-balloon was inflated below rated burst pressure. Additionally, there was a proximal shaft separation and the device was simply removed. There was no reported stent implant break or damage as initially reported. The dissection occured after the proximal shaft separation.